Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7070226 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7070182 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient electively underwent explant procedure, as the therapy was no longer in use. No allegations were made against the devices. The devices were discarded by the surgery center and will not be returned for analysis. Postoperatively, the patient was doing fine.

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7070226 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7070182 UDI: (B)(4).